Manufacturer narrative:
Continuation of d10: product ID 97755-s (serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device.  The reason for call was caller stated they have been having difficulty charging their implant since last week. Caller stated the controller keeps showing system problem rm05 and they have to reset the controller to get it to work. Caller added that the implant is not charging all the way and they are having a hard time locating the implant. Caller noted that it takes forever to get the implant to charge. Caller mentioned that last night it took them all night to get to 75%. Agent had caller examine the equipment for damage; caller noted no visible damage. Caller blew into the controller port and cleaned the connections. Caller then connected the recharger and saw poor recharge quality. Caller repositioned the antenna and was able to get recharging excellent and the implant jumped to 90% charge. Caller then saw poor recharge quality again. Caller stated they can feel their implant sticking out on their back and have the paddle right over it. Caller noted the controller was stuck on the "checking the recharger" screen and did not advance for several minutes. The issue was not resolved. An email was sent to repair to replace the recharger. No symptoms were reported.